Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bowel obstruction. It was reported that patient underwent revision surgeries on (B)(6) 2011 and (B)(6) 2015 due to recurrent hernia, adhesions and nausea.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6)2011 due to pain. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.